Event description:
Device malfunction: clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified site after an interventional procedure. The clip was deployed and the device was removed from the arteriotomy without incident. After removal, the starclose clip was noted to be deployed in the distal end of the clip applier. Manual compression was used to achieve hemostasis. There was no reported adverse pt effect. Though requested, no add'l info was available.

Manufacturer narrative:
Evaluation summary: evaluation found a fully clip deployed device with a stretched and damaged exchange tube. The deployed clip was also returned separated from the device. The exchange tube was fully slit with a damaged distal end. The vessel locator was partially collapsed within the delivery tube and presented bent locator wings. The appearance of the exchange tube is consistent with an unk force or resistance applied to the outer circumferential area of the un-slit exchange tube during delivery tube deployment. This hinders correct exchange tube slitting and promotes elongation/stretching of the exchange tube over the distal end of the delivery tube and into the deployed vessel locator. The elongated exchange tube interferes with the correct deployment of the clip, proper collapse of the vessel locator and bent wings during collapse into the delivery tube. There were no other abnormalities observed with the returned device. No manufacturing issue was detected. We were not able to determine the root cause for this incident based on the investigation findings. It may be possible that anatomical features contributed to the observed device performance. A review of the device history record for this lot did not produce any findings relevant to this investigation.